Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her son had high blood glucose of 600+ mg/dl due to insulin pump. Customer does not recall any significant events leading to the error except might have bent cannula. Customer declined troubleshooting however, was advised to monitor infusion set was done for button error. No further information was given as customer disconnected call.